Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was performed to investigate the reported damage. Visual inspection of the sample identified damage to the patient adapter that resulted in the partial occlusion of the fluid path. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The inner diameter of the patient connecter was found to be within product specifications. A review of all batch record documents was performed for associated lot number h13i13058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the reported damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned uv-flash solution transfer set, the patient adapter was found to be damaged. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.